Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and it was observed that the top of the device was scratched. The device passed functional testing. Although the device was scratched, it was found to be fully functional. No issues were encountered. The complaint could not be confirmed.

Event description:
Customer complaint alleges "after only few months of use the led is totally scratched and eroded. Then the lighting is intermittent or can occur a complete stop of the lighting when the blade is placed in the mouth of the patient." Alleged malfunction reported as occurring during use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "after only few months of use the led is totally scratched and eroded. Then the lighting is intermittent or can occur a complete stop of the lighting when the blade is placed in the mouth of the patient." Alleged malfunction reported as occurring during use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".